Event description:
It was reported that the intraocular lens (iol) was removed/explanted as the lens was scratched/scratchy. An incision enlargement was required. No patient injury was reported. Additionally it was noted that ''more than likely the bag did not hold it and they switched to an ac (anterior chamber) lens''. No further information was provided.

Manufacturer narrative:
The manufacturing records were reviewed. The review of the documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer claim was generated. The documentation showed that all process operations presented were in compliance with manufacturing specifications. All test results show a pass condition. There were no process or material changes. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed surface residuals (fiber/particles) and stains that could be related to the handling the lens in a non-sterile environment. The lens was cut in two pieces that could be related to the handling of the unit during the incision enlargement process. Also, the lens was observed with some scratches that could be related to the handling of the unit with forceps. Since the lens was handled and cut with sharp tools by the customer, the scratches observed could not be confirmed as unacceptable scratches or defects related to manufacturing. Based on the investigation results it can be concluded that the scratches observed in the lens could be related to surgical technique. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown; gender/sex: unknown. (B)(4) incision enlargement, removal/explant of intraocular lens, ''more likely the bag would not hold it (lens).'' The intraocular lens (iol) was returned to the quality assurance laboratory. The condition of the returned lens was documented and not tested to specification. There was no scratch on the lens as reported by the customer. Lens had one (1) broken haptic, the lens was cut/torn in half and appeared to have evidence of viscoelastic indicating lens was handled and prepared for surgical use. All pertinent information available to abbott medical optics has been submitted. Placeholder.